Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that 21 days after dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, the patient presented bone type ii, bone graft was executed and trauma over the implant has happened.